Event description:
Reference number (B)(4). Event occurred in france. On (B)(6) 2024, it was reported by the patient that infusion set not adhering. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6).